Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded and not returned. Therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve via the right femoral artery with a minimum diameter of 7 millimeters (mm), peripheral angiography identified a dissection in the right external iliac artery occurred. Treatment included an 8 x 40 non-medtronic ballooning followed by two 10 millimeter (mm) x 5 centimeter (cm) stents. Post stenting, angiography confirmed good flow without extravasation and preserved flow in the right internal arteriotomy site. Closures devices were used for both the left and right arteriotomy sites. No additional adverse patient effects were reported.